Event description:
The user was no longer receiving benefit from the device. The floating mass transducer (fmt) was found dislocated. While attempting to fixate the fmt during a revision surgery the device was inadvertently damaged. The user has been re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem or is supposed to have been present before explantation. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window membrane, which occurred as consequence of a post-operative fmt migration. The recipient underwent a revision surgery for re-positioning of the fmt during which the device was inadvertently damaged. Therefore, the device was explanted and a new device was re-implanted. Device investigation confirmed the reported damage. This is a final report.

Event description:
The user was no longer receiving benefit from the device. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.